Event description:
On (B)(6) 2013, the pt underwent a trial procedure. During the procedure, invalid impedance was found on the lead. Several attempts were made to address the issue to no avail. As a result, two other leads were used to successfully complete the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.